Event description:
It was reported that stent damage occurred. A 3.00x28mm promus element drug-eluting stent was selected for use to treat the lesion. However, it was noted that the stent struts were lifted. The procedure was completed with anther of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: promus element,mr,ous 3.00x28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The mid-section of the stent was damaged with stent struts lifted from the stent profile. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. A 3.00x28mm promus element drug-eluting stent was selected for use to treat the lesion. However, it was noted that the stent struts were lifted. The procedure was completed with anther of the same device. No patient complications were reported and the patient's status was stable.